Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of noise with high rate non-sustained (hr-ns), non-sustained ventricular tachycardia (nsvt) and sensing integrity counter (sic) episodes. The lead alerted for varying high out of range impedance. The lead was reprogrammed. The physician will evaluate the lead and will determine a course of action at a later date. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had a confirmed fracture. The lead was removed and was not replaced.